Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that pump could not be charged despite the attempt of multiple wall adapters, usb cables and power sources. In addition, the customer noted the pump battery gauge dropped from 80% to 5%. Subsequently, the pump shut off due to low power while connected to a power supply. There was no impact to the customers blood glucose level. It was indicated that the customer began using manual injections as insulin therapy.